Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks due to a confirmed fracture of the right ventricular lead. The lead had inconsistent capture, even at maximum output, and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.